Event description:
A cryoablation case was conducted using icepearl and iceforce needles. After the first freeze cycle, fast thaw was attempted with icepearl and did not work. The cautery was also attempted and did not work. The l needle was moved to alternate channel, but this issue was unresolved. The system displayed the error message "channel 1 error" and again when the needle was moved to alternate channel. During the 2nd freeze, it was noticed that the ice was coming up the shaft of the needle. The gas flow was stopped and warm saline was placed in a glove and put around the needle site to protect from skin damage. Case was completed using iceforce needles, no patient injury reported.

Manufacturer narrative:
Additional information: device manufacture date. Device evaluated by MFR?: the needle was returned for investigation. Manufacturing records were reviewed and no anomalies were noted. The needle was subjected to performance and electrical testing. The reported inability to ithaw or cauterize with visible frost on the needle shaft was confirmed as the needle failed electrical testing. The needle's freezing properties and vacuum insulation were found to meet specifications. The needle wad dissected to determine the root cause of the electrical failure. The root cause was determined to be due to a component failure. It is highly likely the component failure is related to laser welding quality of the needle heater. Galil has implemented an additional screening to the production process, a more robust hi-pot test, and has qualified a new laser welding vendor. The needle used in this event was manufactured prior to implementation of those actions. Galil medical will continue to monitor complaints for similar or related issues.

Event description:
A cryoablation case was conducted using icepearl and iceforce needles. After the first freeze cycle, fast thaw was attempted with icepearl and did not work. The cautery was also attempted and did not work. The l needle was moved to alternate channel, but this issue was unresolved. The system displayed the error message "channel 1 error" and again when the needle was moved to alternate channel. During the 2nd freeze, it was noticed that the ice was coming up the shaft of the needle. The gas flow was stopped and warm saline was placed in a glove and put around the needle site to protect from skin damage. Case was completed using iceforce needles, no patient injury reported.